Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va10qbx, implanted: (B)(6) 2017, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient experienced burning and tingling down their right leg, on the side the lead was on following what was supposed to be a head only MRI. The MRI was supposed to be head only, but the patient felt like they may have gone in up to their hands. They felt mild shocking with 2 scans and pain with the 3rd scan to the point that the patient pushed the stop button. No actions/interventions had been taken at the time of the report, the manufacturer representative was going to meet with the patient the thursday following the report. The patient was instructed to turn the device off until the appointment. The issue was unresolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. The patient was seen by the healthcare provider on (B)(6) and was supposed to update the healthcare provider the week prior and had not. As of (B)(6) the patient still had some pain and numbness in the right le. The plan was for the surgeon to follow-up with the patient's neurologist or neurosurgeon, but they did not have any update on the status of that. Nothing had been determined at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the cause was not determined. It was also reported that the device was turned off and patient will return to office in 1 week for follow-up. No further complications reported/anticipated.